Event description:
User states several patient samples were affected with erroneous results for multiple assays for approximately 1 week. Total number of patient samples involved was not provided. One general example for calcium was provided. Initial result was 5-8 mg/dl below normal that repeated in the normal range of 806-10.2 mg/dl. None of the erroneous results were reported. The field service representative determined the cause was the age of the probes and changed them. Performance tests were performed.